Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a mildly calcified and tortuous lesion located in the mid right coronary artery (rca). There was no damage noted to the packaging or any issues noted when removing from the hoop. The device was inspected prior to use. The device passed though a previously deployed stent. There was no resistance encountered when advancing the device and excessive force was not used during delivery of the device. It was reported that the stent dislodged while attempting to advance down the artery. The dislodged stent was removed using a snare. The procedure was completed using a 2.5x18mm and 2.5x23mm non-medtronic stent. The patient was reported to be in a stable condition with no further injury reported.